Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported unchanged mr appears to be due to patient conditions. A cause for the reported heart failure could not be determined. The reported cardiac death was a cascading event of the heart failure. The reported patient effects of unchanged mr, heart failure, and cardiac death are listed in the mitraclip system instructions for use (IFU), and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the heart failure and death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully placed however there was a significant jet medial to the clip. A second clip was implanted however post deployment, a new jet occurred between the clips. An attempt was made to place a third cds however after grasping the leaflets, the gradient increased. The leaflets were ungrasped and the clip removed. The procedure was completed at this time with the mr remaining at 4. The patient was hospitalized for right heart failure and died on (B)(6) 2020. No additional information was provided.